Event description:
During embolization of a tumor in the posterior cerebral artery (pca), it was reported that the physician had difficulty exchanging out an ultraflow catheter for a marathon catheter due to friction. The marathon catheter would not advance over the guidewire and broke in half outside of the patient when the physician tried to remove it.no patient injuries were reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).